Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to insufficient attachment to the scope likely due to user handling caused by the following: chemical cracks caused by chemicals such as anti-fog agents, or the attachment of the distal cover to the endoscope was insufficient. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the single use distal cover came off twice during a diagnostic procedure. The patient coughed up the distal cap. The procedure was not prolonged and was completed with the same device without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the cover was thrown away. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.